Event description:
It was reported that the e360 ventilator had air supply failure in compressor. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non medtronic service provider opened the compressor motor, replaced the faulty bearing and did alignment, and made the motor working. Now compressor and ventilator are working fine.